Manufacturer narrative:
Manufacturer¿s investigation conclusion: the modular cable was returned for evaluation following the reported event of the communication fault alarms. The returned modular cable (lot number: 7261789) functioned as intended during analysis. The integrity of the wires in the returned modular cable were tested and the cable passed testing without any issues. The modular cable was then connected to the returned system controller and a test pump and successfully operated the test pump without any issues or atypical alarms produced, including when the modular cable was manipulated by hand. The reported event could not be correlated to an issue with the returned modular cable. The device history records were reviewed and the records revealed that the modular cable, lot number 7261789, was manufactured in accordance with manufacturing and qa specifications. The modular cable was shipped to the customer on 17mar2020. Heartmate 3 patient handbook (rev. G) section 4 ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Heartmate 3 patient handbook (rev. G) section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient was at home unconscious due to a short pump stop. The ambulance performed a resuscitation for a few minutes. The patient was awake and alert after that. System controller showed no parameters beside the power. No communication was available from the pump to the controller. In the hospital, log files were retrieved and confirmed the pump stop and the loss of system controller/lvad communication. The communication fault alarm, caused by a defect in the system controller, resolved after modular cable and system controller exchange. The patient was sent home after observation. Patient was stable.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.